Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing was primed and inserted into the pump then connected to the patient. The pump did not infuse and the display read "occluded". The tubing was bulged into a balloon shape underneath the upper fitment. Over time, the tubing relaxed and there was air in that area. There was no patient harm.

Manufacturer narrative:
The customer report that the tubing was bulged was confirmed. Visual inspection of the as-received set observed no obvious issues; including the silicone segment p/n 12088541 area. Further inspection of the set's silicone segment was done by carefully pressing on the silicone segment area directly below the upper fitment component in which it was observed that the area was more pliable than the rest of the silicone segment. Functional testing performed observed no unexpected bulging on the silicone segment. The customer report that the tubing was bulged was confirmed based on inspection of the as-received set sample in which an area of the silicone segment was more pliable than the rest of the silicone segment. The root cause was not identified. The root cause was not identified.